Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the tkr, the surgeon used the poly impactor to insert the poly. During its use, part of the impactor broke off when the surgeon hit it with the mallet and part became lodged between the poly and the tibial tray in the patient. Surgeon retrieved the broken part as much as he could tell. Instrument was used correctly. Surgeon used forceps to retrieve broken pieces of impactor. Delay to procedure by approximately 5 minutes.

Manufacturer narrative:
The device associated with this reported event was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.